Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise and exit block was noted. A lead revision is anticipated but not yet scheduled. The patient was in stable condition.

Event description:
During follow-up, oversensing due to noise and exit block was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events of "noise and exitblock" were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures and shorting was due to procedural damage. Additionally, visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.